Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the survey, 5 patients experienced needle detached and needle dull was experienced by 8 patients. It was noted that these patients had hard scar tissue.